Event description:
It was reported that "the bag broke through at the bottom". Additional information received states that the event caused a longer procedural time. Any pieces that fell into the patient were successfully removed. The patient's status is reported as "unknown to date".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "customer complaint regarding memobag product was reported. As the jot number of the defective product was not reported, the DHR review was not completed. The reported defect cannot be confirmed because the defective devices were not returned for examination. The root cause for these complaints cannot be determined due to unavailable defective devices. As the root cause was not determined, no corrective I preventive actions in production are deemed necessary to introduce." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the bag broke through at the bottom". Additional information received states that the event caused a longer procedural time. Any pieces that fell into the patient were successfully removed. The patient's status is reported as "unknown to date".